Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the volume discrepancy has not since been determined. The only action taken was the dye study on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter correction of concomitant product ID. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's reservoir volume was 12ml greater than the expected volume, 22ml. No environmental, external, or patient factors were reported to have caused this issue. A dye study was performed on (B)(6) 2018, it was normal. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that the patient was receiving dilaudid (95mcg/ml at 60mcg/day). At refill on (B)(6) 2018, the patient had 32ml of drug in the reservoir and should have had 5ml. The catheter access port (cap) procedure was unsuccessful because the catheter could not be aspirated. The surgeon would consider options to decide the course of action. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved. There were no further complications reported at this time.

Manufacturer narrative:
The catheter was returned, and analysis found catheter/catheter body/kink observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017. Product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.